Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto off alarm occurred. Review of the pump data logs verified that the pump is functioning properly. The customer's blood glucose level was 138 mg/dl.